Event description:
It was reported that stent damage occurred. A 3.5 x 20mm synergy drug-eluting stent was advanced for treatment; however, the stent was difficult to advance and was noted to be damaged following removal. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Event date unknown. Month of aware date used. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.5 x 20mm synergy drug-eluting stent was advanced for treatment; however, the stent was difficult to advance and was noted to be damaged following removal. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
B3: event date unknown. Month of aware date used. Initial reporter address (B)(6). Device evaluated by manufacturer: a 3.50 x 20mm synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal and mid section were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.